Manufacturer narrative:
Philips service replaced the suite pc and reloaded the software, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that monitor image was fixed due to software error on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.